Manufacturer narrative:
On july 17th we have received the implant involved in the event. Visual inspection performed by knee manager: revision surgery of a gmk sphere insert after 2 months from primary implantation due to femoral posterior dislocation. No anomalies can be noted on the removed device sent back to medacta for visual investigation. From visual inspection there is no evidence that the event is related to a faulty device. Dislocation was most likely related to ligament laxity of the patient, not addressed during the primary surgery or progressively occurred after primary.

Event description:
Knee primary surgery conducted using ka technique on (B)(6) 2024. About 2 months post primary the femoral component was dislocated posteriorly. The cause might be due to ligament laxity. The patient frequently experienced knee buckling while walking and visited the hospital. During the primary surgery, the bone resection amount and the tension during the trial were satisfactory, so the surgeon is concerned that the loosening may be due to the patient's activity. The revision surgery was done on (B)(6) 2024. The 10mm insert was replaced with a 17mm insert at the revision surgery. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 june 2024. Lot 2318786: (B)(4) items manufactured and released on 09-aug-2023. Expiration date: 2028-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department. Few days after primary tka, there is a posterior dislocation and the femoral component is replaced (possibly because of damages caused by scratching on the metal tibia) and a much thicker is used, which makes us suspect that insuffient tension was present in the ligaments at the time of revision. We cannot tell if this was the case immediately after primary or if it has intervened during to some accident during rehabilitation. No reason to suspect a faulty device. Additional revised implant. Batch review performed on 17 june 2024 on gmk-sphere 02.12.1003r femoral component sphere cementless size 3 r lot. 2316308 lot 2316308: (B)(4) items manufactured and released on 16-jan-2024. Expiration date: 2028-12-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The device is not marketed in us.